Event description:
Senseonics was made aware of an incident where user reported experiencing a two-day coma due to severe diabetic ketoacidosis on (B)(6) 2025. The user does not recall the event but stated they are now feeling better. The event was diabetes-related and not associated with sensor insertion or removal. Hospital bg was reported as over 700 mg/dl, and the user received treatment with saline and insulin aspart and was prescribed short- and fast-acting insulin pens. The hcp is aware of the event.per dms review, the time of the event was not provided, and no bg values were entered on the reported date. A total of 24 "high glucose" (ec915) alerts were recorded on (B)(6) 2025, though it cannot be confirmed if one coincided with the event. The user has not used the system since (B)(6) 2025.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
User reported experiencing a two-day coma due to severe diabetic ketoacidosis (dka) on (B)(6) 2025. The user does not recall the event due to the coma but stated that they are currently feeling better. The event was diabetes-related and not associated with sensor insertion or removal. The user did not observe sensor glucose (sg) readings at the time and could not recall when the event occurred. Blood glucose (bg) measured at the hospital was reported to be >700 mg/dl. The user received treatment with intravenous saline and insulin and was subsequently prescribed short- and fast-acting insulin pens. The healthcare professional (hcp) is aware of the event.a review of customer synced glucose data on data management system (dms) could not confirm the reported event, as no specific time was provided. However, it revealed a total of 24 "high glucose" (ec915) alerts recorded on (B)(6) 2025, although it cannot be confirmed if any coincided with the event. The user has not used the system since(B)(6) 2025, as the transmitter was reportedly lost while taking to the hospital. The user did not report any sensor inaccuracies prior to or following the event.based on the available information, there was no evidence of device performance issue at the time of event. B4. Date of this report 11 oct 2025. G3.date received by the manufacturer? 11 oct 2025. H6. Type of investigation updated to 4111,4121. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.